Manufacturer narrative:
H6: method - product involved in complaint was tested and visually inspected. Photos were taken during evaluation. See page 3 for picture of char. Also, the dfu of the constellation was also reviewed for adequacy. Result - the constellation has no means to produce the energy required for charring to occur. Therefore, the char on the constellation was caused by other device. Review found the constellation in conjunction with rf ablation catheter. Observation on the device indicates the user used incorrect techniques, and failed to follow dfu instruction. Conclusion - there is no device failure. User error has cause the charring on the constellation.

Event description:
"Char formed on basket catheter." There was no adverse event, and the investigation of the returned device found no device malfunction. However, due to the risk of serious injury that can result from user not following instruction on product dfu, it is decided that filing a MDR to the FDA would be an appropriate action.